Event description:
Medtronic received information from a literature article regarding the mid-term outcomes of patients who underwent transcatheter aortic valve implantation (tavi) with lotus or evolut r valves. All data was retrospectively collected from a single center between august 2015 and january 2020. A total of 190 patients were included in the study population. Patients were implanted with either a boston scientific lotus transcatheter aortic valve (n = 71) or a medtronic evolut r transcatheter aortic valve (n = 119; predominantly male; mean age 79.1 years). No unique device identifier numbers were provided. In the evolut r group, the mortality rates were noted as follows: 4.2% all-cause mortality at 30 days, 11.8% all-cause mortality at 1 year, 15.9% all-cause mortality during follow-up, and 9.2% cardiovascular mortality during follow-up. However, the authors did not correlate any of the causes of death to a medtronic product or its function. In the evolut r group, adverse events included: atrioventricular block requiring permanent pacemaker implantation; central nervous system injury; valve malposition; moderate aortic regurgitation; elevated mean aortic valve gradient (= 20 mm hg); bleeding complications; and major vascular complications. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: hájek p, et al. Mid-term outcomes of patients with lotus and evolut transcatheter valves. Advances in interventional cardiology. 2022 jun;18(2):146-153. Doi: 10.5114/aic.2022.118531. Epub 2022 aug 19. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated information: section b5: additional information received from the corresponding physician/author stated that medtronic product did not cause or contribute to any of the observed deaths or non-death adverse events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.